Event description:
It was reported that the quick bolus/wake button on the customer's insulin pump was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level at the time of the incident. The customer was instructed to ensure the pump was unplugged and to try pressing the button again, which temporarily resolved the issue. However, due to the button's persistent difficulty, the decision was made to replace the pump. The replacement process was initiated, with instructions provided for returning the faulty pump and confirming the customer's address for shipping.